Manufacturer narrative:
A2: date of birth: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted a review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states that after the completion of a heart catheterization, the sheath was removed, and the angio-seal device was inserted. When the physician attempted to get the string that should have been attached inside of the device, it was not present. Due to the event, manual pressure was held to achieve hemostasis. Additional information was received on 21 may 2024: the procedure sheath size that was used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The estimated blood loss was less than 10cc's. The patient was stable. No equipment or other devices were used with the angio-seal.